Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 190.8mg/dl at the time of the incident. Customer stated that the casing of the pump where the drive support cap is, is coming off. Advised customer that the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, partially broken reservoir tube lip, missing end cap sticker, cracked end cap, cracked lcd window, peeling address/serial number and stained address/serial number label.